Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on 06/04/2015 - MFR #1049092-2015-00307 was reported in error.

Event description:
The end user reported when squeezing the packet of sterile water in the inner sterile packaging the sterile water packet bursts out the sides of the outer non-sterile packaging. No pt consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).